Event description:
It was reported that balloon leakage was observed during the inflation test. No patient complications were reported.

Manufacturer narrative:
Balloon lumen leakage observed through a slit, 0.06" in length, at the 12.3 centimeters area (distal of the thermal filament). No visible damage was observed to the balloon latex.